Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of device migration for the sapien 3 valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 14. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with the use of transcatheter heart valves. Valve migration results when forces acting on the thv overcome the strength of attachment of the valve to the site of deployment. Stent valves are subjected to antegrade ejection forces during systole. Incorrect bioprosthetic valve sizing and incomplete frame expansion, can contribute to valve migration. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, specific procedural details are not available to determine potential contributing factors to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for (B)(6) 2020 data extract for mitral serious injuries for the sapien 3 valve. This report summarizes 1 device migration serious injury event for the sapien 3 transcatheter heart valve in the mitral position for (B)(6) 2020. The age range for these events is from 80. The breakdown for gender is as follows: 1 female. (B)(6) 2020 data extract includes data provided by acc for q4 2019 (october 1 ¿ december 31).

Manufacturer narrative:
Supplemental report to add noe statement and provide information.

Event description:
This report summarize <noe> 1 </noe> event of device migration death events for the sapien 3 for (B)(6) 2020.

Manufacturer narrative:
This report have been updated. Additionally, at the time the initial report for this mitral event was submitted, the event did not meet the tvtr criteria for summary reporting under exemption e2016006.

Event description:
Per the information received from the thv/tvt registry for (B)(6) 2020 data extract for mitral serious injuries for the sapien 3 transcatheter heart valve, a device migration serious injury event occurred. No additional information is available for this event.